Event description:
It was reported that a spectrum iq pump had a blank screen during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was unable to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Visual inspection found the cause was a damaged lcd (liquid crystal display). The lcd requires replacement to address this issue. During evaluation the device had low audio level. The cause was identified to be a detached speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.